Event description:
Add'l info rec'd from MFR 3/19/02: the device involved in this incident was not returned to vascular solutions, inc. For further analysis and/or testing. Investigation into the adverse event was conducted by vsi. Eval of the info gathered through the investigation was evaluated by vsi. The conclusion code was determined based on a multi-disciplinary team discussion at vsi of the info collected.

Event description:
During deployment of a duett closure device in the left femoral artery, the pt complained of immediate pain down the left leg. Post procedure pulses were absent. Pt admitted, vascular consult obtained, and heparin drip started. Pt underwent left popliteal and tibial artery embolectomy with vein patch angioplasty of popliteal artery.